Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that reports not printing on station. A technical support specialist accessed the server and installed a network printer to address the problem. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system reports not printing after changing. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.